Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a pocket infection related to their implantable cardioverter defibrillator (ICD). The system remains in use. No further patient complications have been reported as a result of this event.